Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface provisional broke when the surgeon was removing it from the joint space.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned tasp exhibits signs of repeated use and has fractured on the medial side. All of the post pieces were returned. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.